Manufacturer narrative:
The device was returned and evaluated. The evaluation result is as follows: one device was received and evaluated for the complaint regarding the needle button released event. The device #050395-4 was inspected, and the needle mechanism functions were tested and were verified to have operated as intended. The complaint could not be confirmed for the device.

Event description:
The patient authorized contact to report that the needle button is not working on multiple of the patient devices. Authorized contact stated this occurred with 7 of the devices. On each of devices authorized contact stated the needle button popped after so many hours the needle button just popped back up on its own. Authorized contact stated the needle release button was not accidentally activated on any of these devices.